Event description:
On (B)(6) 2023, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. A gore® molding & occlusion balloon was used for ballooning. Upon all devices were placed, ballooning was performed at each site. A dissection in the right external iliac artery was observed on access angiography. An additional bare stent was placed to treat the dissection. The patient tolerated the procedure. The physician reported that ballooning was performed with the balloon protruding into the native vessel area, resulting in vascular dissection. No overinflation of balloon was reported, and no additional information is available on what contributed to balloon protruding in native vessel area.

Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code c20 - the device was discarded and, therefore, was not available for direct analysis by gore. It should be noted as per the gore® molding & occlusion balloon instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to trauma to the vessel wall, including spasm, dissection, perforation, or rupture. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.